Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had abdominal surgery after their implantable pulse generator (ipg) implant. The right atrial (ra) and right ventricular (rv) leads became dislodged. The rv lead exhibited high thresholds and caused diaphragmatic stimulation. Both leads were repositioned, but the rv lead was bent so that lead was explanted and replaced. The ra lead remains in use. The device experienced a pacing problem and the battery drained per higher outputs. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient also experienced nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.